Manufacturer narrative:
(B)(4).

Event description:
It was reported the healthcare provider thought the leads could be "cavernous" after some time.

Event description:
It was reported the patient had a revision of their extension cable. The cause of the revision was unknown. It was also reported there were no patient symptoms or injuries related to this event.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# (B)(4), product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4).